Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt has two leads (from the same lot) for off-label use. It was reported the pt is not receiving adequate coverage. An impedance check revealed invalid contacts. Reprogramming was unsuccessful. X-rays were taken and revealed no anomalies. The pt will undergo surgical intervention to address the issue.